Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had an adverse event. The patient stated that she had a medical intervention after losing consciousness due to having a high of 600mg/dl. The patient claims that when the issue occurred she was wearing a new g4 transmitter. However, the patient never updated her pump with the new transmitter serial number and still had the old transmitter number entered. This in turn caused her pump to not give her readings and only showed out of range due to not updating the pump with the new transmitter serial number. The paramedics were called on (B)(6) 2016 by patients ex husband. The paramedics transported the patient to the hospital. The patient does not recall what treatment was given by the paramedics. At time of contact the patient was still currently in the hospital in the "stepdown" unit. No additional event or patient information is available.